Event description:
A pt reported blood glucose results of 12.8 mmol/l, 10.4 mmol, 16.7 mmol/l, and 33.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.